Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that while trying to remove the guide wire, the plastic device detaches causing a hole in the employees finger. It was verified that the weighted tip was not on the tube. An x-ray was performed and the weighted tip was inside the patient. A procedure was performed to remove the tip.

Manufacturer narrative:
Submit date: 12/02/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A quality alert was posted in the manufacturing line. The process is running according to product specifications meeting quality acceptance criteria. Covidien will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.